Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced back pain within one hour of treatment with a polyflux 14l. An intravenous dexamethasone was administrated; however, the symptom didn't improve. The treatment was terminated and the patient condition was reported as stable. No additional information is provided.